Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) system received an inappropriate shock therapy due to over-sensed sense node b artifacts. Boston scientific technical services (ts) was contacted and provided thorough recommendations for assessing the s-ICD system in-clinic which were carried out at a recent follow-up appointment. At the appointment, the over-sensed artifacts were unable to reproduced with provocative maneuvers. The physician initially elected to reprogram the device to the secondary sensing vector, but the patient experienced t-wave over-sensing while driving their car and another inappropriate shock was delivered. Diagnostic imaging was performed which showed no system abnormalities. Ts was contacted again and recommended a s-ICD system revision, but this has not yet occurred. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.